Event description:
53 year old underwent a reconstruction of the anterior cruciate ligament, (acl). An arthroscopic fluid collection pouch was utilized for the procedure. (Product recently re-designed). Postop, pt noted to have a foot drop on the operative extremity. At this point in time, the pt's surgeon believes the foot drop may resolve.